Manufacturer narrative:
Reported event: when the surgeon removed the 3.2 x 140mm femoral bone pins (part# 143140 lot# w50288) after the mako tka was complete, he noticed the end of one of the pins broke off and was not intact with the rest of the pin. The surgeon reported that there was no patient harm and that the procedure was completed with optimal results. Stabilizers were used and x-rays are unavailable. Device evaluation and results: product inspection was not performed since the device was not returned. Device history review: a review of the device history for the associated lot indicated 1805 were manufactured and accepted on january 18, 2017. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w50288 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been two capas associated with the product and failure mode reported in this event. One CAPA has been completed (catsweb system is CAPA (B)(4)) while the second is still open (trackwise (B)(4)). The device was not returned for evaluation.

Event description:
When the surgeon removed the 3.2 x 140mm femoral bone pins (part# 143140 lot# w50288) after the mako tka was complete, he noticed the end of one of the pins broke off and was not intact with the rest of the pin. The surgeon reported that there was no patient harm and that the procedure was completed with optimal results.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When the surgeon removed the 3.2 x 140mm femoral bone pins (part# 143140, lot# w50288) after the mako tka was complete, he noticed the end of one of the pins broke off and was not intact with the rest of the pin. The surgeon reported that there was no patient harm and that the procedure was completed with optimal results.